Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing fluctuating high and low blood glucose. When the issue started she had a high blood glucose level of 600 mg/dl. The customer was not sure if they were getting sick or not but then their blood glucose level would go low. She treated their high blood glucose with an injection. The customer declined all troubleshooting but will call back if the insulin pump is not working. The device will not return for analysis.